Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not deliver automatic boluses as intended. Customer¿s blood glucose level was approximately 200-300 mg/dl. Tandem technical support (cts) reviewed pump data and verified that the control iq software functioned as intended, however, customer maintained that the control iq software did not function as intended and declined further troubleshooting with cts.